Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with six infusion sets. The cannulas were kinked. The event occurred on 30-aug-2024. Patient noticed symptoms within 3 hours of insertion. The site of insertions were both abdomen and legs. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of event. Patient took correction injection via mdi for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 2041834, device 5 of 6.